Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 161 mg/dl. Customer got out of bed and went into the kitchen to check blood glucose and heard a whining was not sure where it was coming from she held the pump up to her ear. Customer stated that she took out the battery and replaced with new one. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a full segment display followed by a constant watchdog alarm due to faulty interface board. Unable to perform any tests due to constant watchdog alarm. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.